Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced low blood glucose of 28 mg/dl. The customer was treated for the low blood glucose with a glass of orange juice. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with setting the correct basal rate. No further assistance needed.